Event description:
The customer was hospitalized for high bgs. It was indicated the bgs were not coming down after injections. Troubleshooting was declined. The customer believes the pump is working correctly. Advised to call the help line if further assistance is needed.